Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the clip delivery system (cds), the cap of the lock lever was broken without using force. There was no patient involvement and no clinically significant delay in the procedure. The return device analysis found that the lock lever threaded shaft was broken. No additional information was provided.

Manufacturer narrative:
The return device analysis could not confirm the reported cap break, as the cap was not broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The cause of the observed lock lever shaft break and scratches cannot be determined. Additionally, the observed material twist appears to be a cascading effect of the reported break. There is no indication of a product issue with respect to manufacture, design or labeling.